Event description:
It was reported through maude report mw5161193 that the patient underwent knee revision surgery due to pain. No contact information for the facility or patient was provided in the maude report.